Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call motor error alarm and high blood glucose levels. Customer's blood glucose reading was 415 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer was able to rewind the insulin pump and the alarm occurred during bolus delivery. Customer performed and passed the displacement test. Customer performed a manual prime and the motor error alarm did not recur.